Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 252 mg/dl at the time of the incident. The customer stated the pump was giving basals but was not recording anything. The customer was at 104 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer stated their pump was malfunctioning and may have been exposed to strong magnetic fields at the hospital. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.